Event description:
It was reported patient underwent open reduction internal fixation procedure on (B)(6) 2012 utilizing a femoral connecting bolt. As the surgeon malleted the inserter, the bolt fractured off in the nail and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.